Manufacturer narrative:
(B)(4). Date sent: 12/09/2025. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cecr60w reload was returned with no apparent damage. The package was returned opened along with the reload. Upon visual inspection, the seal area was noted complete without any issues or damages related to integrity. Additionally, photo was provided and it showed one reload in a labeled packaging, the product code and lot number could be observed from the packaging label, on apparent damaged could be observed from the provided photo. The event could not be confirmed as no damage was noted on the package. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the seal was open on the device.. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2025 d4: batch # unk d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot/batch e25050052, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.